Manufacturer narrative:
(B)(4). The problem was not confirmed. The root cause was undetermined. Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. A follow-up report will be filed if any additional information becomes available. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.

Event description:
The customer contacted baxter's technical service center regarding a system error (se) 2240 alarm, which occurred on the homechoice (hc) during use, during initial drain. The baxter technical service representative (tsr) had the home patient (hp) cycle power and the se 2367 alarmed. The tsr advised the hp to cycle power again to restart the setup with all new supplies. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Product surveillance contacted the nurse on (B)(6) 2012 in regards to a system error 2240 alarm and she was not aware of the patient having had that alarm. She would followup with the patient the next time she sees them. As far as she knows the patient has been resuming therapy successfully. There was patient involvement but no reported injury or medical intervention. Product surveillance contacted the home patient on (B)(6) 2012 and he was able to resume therapy after starting over with new supplies. He did not notice anything unusual with any of the previous supplies. Since then the has been resuming therapy successfully. There was patient involvement but no reported injury or medical intervention.